Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient experienced erosion of the surgical mesh, kidney stones, fluid sac on the posterior vaginal wall noted preoperatively. Cystoscopy, bilateral ureteral catheterization, partial resection of mesh, and draining of fluid performed. Due to the amount of fluid, the full procedure could not be completed without compromising the integrity of the bladder and the sling. She also experienced pelvic pain, vaginal pain, pain with coitus, foreign material in posterior vagina and in the pelvic muscle, bowel adhesions, urethral cyst, scarring noted. The bowel and omentum was found to be adherent to the vaginal apex at the site of the mesh and the cul de sac. Loops of small bowel, large bowel and omentum were adherent to the vagina at the mesh location.